Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [] defect confirmed, [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Pump ran with no alarms and battery charging correctly. Active device history log review: [] n/a [x] alarm confirmed, [] alarm not confirmed. Details of history log: log review shows device alarm 2111 power-interrupt while no infusion was occurring.

Event description:
As reported by the user facility: vasopressin was programmed at 0.03 units/hr (3ml/hr) at 1129 on (B)(6) 2026. The medication infused faster than intended completing at 1748.